Event description:
A pt underwent a catheter revision two weeks from (B)(6) 2010. The pt's wound from the revision procedure "came apart", so the device system was explanted. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).